Event description:
It was observed that during the device evaluation, the cystonephrofiberscope had dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the investigation results. The a rubber glue bending section had a chip. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.